Event description:
It was reported that, "came back from a surgery with a broken spring. Rep says it was not used in the surgery. I notice that with other instruments with similar spring design that the spring breaks over time even when not used."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.